Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted pfc sigmarp cv tb/in s3 10.0 confirmed device fracture due to fatigue. The fracture is consistent with the revision surgeon¿s observation regarding possible improper placement during primary implantation. Review of patient x-rays suggest that due to its alignment the externally rotated tibial tray may not have provided full support beneath the tibial insert¿s medial posterior articular surface. The root cause of the reported mild grey staining of tissues noted during revision surgery could not be determined. There is no evidence that suggests that the returned components were defective and adversely contributed to the patient¿s condition. Review of the device history records did not reveal any related anomalies. Based on the inability to conclusively identify the root cause or evidence of product error as a contributing factor, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address staining, pain, instability, and poly wear, were caused by the malpositioning of the tibial tray. The tibial insert was also identified on (B)(6) 2015 as being fractured.